Event description:
It was reported that during the implant procedure and after inserting the lead into the pulse generator, the setscrew would not tighten and the screw pulled out. The pulse generator was not used and a new device was implanted.